Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location of the homechoice cassette that led to this alarm. The leak was further described by the hp as ¿supply bag is leaking on the supply line, the line is connected but it is wet around the bag¿. Renal therapy services assisted the patient in clearing the alarm and explained about the error's meaning. The patient would complete therapy using manual supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.